Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable connector was missing from electrode belt sn (B)(4). The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt's trunk cable connector was missing. The cause for the missing trunk cable connector was unable to be positively determined, but was likely a damaged connector. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt. The last patient to use this electrode belt did not report any problems.